Manufacturer narrative:
Abaxis received the analyzer back from the customer on 03/05/20. An investigation into the returned analyzer did not duplicate the issue. The analyzer was thoroughly tested and evaluated and no issues were identified. The analyzer was was returned back to customer after thorough cleaning and passing post evaluation testing. No additional issues were received from customer since then.

Manufacturer narrative:
On 01/28/20, abaxis received a call from customer lab getting 430b error - spindle motor stuck on their piccolo xpress analyzer serial number (B)(4). Lab also reported there was smoke coming out of the disk tray when the error occured. No fire or injury was reported. Abaxis technical support advised customer that instrument needs service and to return back to abaxis. Investigation into the returned analyzer is underway.

Event description:
430 b error - spindle motor stuck.